Manufacturer narrative:
(B)(4). One used device was received for evaluation. The failure of a damaged jaw wire with a piece of insulation missing (discovered upon investigative intake at covidien) was confirmed. Visual inspection found the gray jaw wire was bare and damaged. The top layer of grey insulation was missing and was not returned. There is nothing known in the manufacturing process that would cause this type of peeling damage and missing insulation. Rather, this wire and insulation damage is consistent with that seen when the wire may have contacted a sharp edge of a trocar during insertion or removal of the device or another instrument. Thus, this reportable condition is attributable to user error. (Note that this condition is separate and would not have contributed to the customer's original complaint of the knife blade not advancing.) Regarding the customer's original complaint of the knife blade not advancing, functional testing found the trigger could not be activated due to a bent blade hitting the back of the jaws, which prevented the blade from moving forward in its track. Knife edge damage occurs when the user engages the cutting mechanism over clips, staples, or other metal objects. Thus this condition was also attributed to user error.

Event description:
The customer had reported that during a lap hysterectomy procedure, the knife blade of the device would not advance.upon receipt of the device for evaluation at covidien, a preliminary investigation found the insulation on one of the the gray jaw wires is damged. The inner wires are exposed and the outer insulation is missing. When the customer was notified of the missing piece of insulation, they indicated that they did not know what became of it but stated that it did not fall into the patient cavity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.